Manufacturer narrative:
Product event summary: the device was returned and analyzed and indicated a lock-up in an integrated circuit. Performance data revealed battery voltage variations and a sudden drop in battery voltage with a recovery coinciding with an interrogation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The patient had experienced pacemaker syndrome when the device switched to ventricle-only pacing after having reached the elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.